Event description:
Customer reported experiencing inaccurate erratic results with a ot ii meter. Their blood glucose results were 303 and 87 mg/dl. Tests were done within 10 minutes with a difference of 98%. Patient did not experience any adverse events. No further information has been reported.